Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. An examination of the subject device was performed by a lumenis service engineer after verifying all system functions including power checks on alex, yag, and combined settings. Found energy to be good. Energy ranged between 0-2% lower than setting, within tolerance. Tips also not being recognized. Performed software update to most current 44 software. Tested tips after, all tips recognizing on automatic now. Tested for power output, alignment, and functionality. All good. System is working within lumenis specs. According to service manual in case that tip is not recognized by the system, a message will appear informing the user that there has been an error in the communication related to the tips and that the user can apply a temporary measure to fix this communication error by turning off the automatic spot recognition. If the user will turn off the automatic spot recognition, when the user presses the emission button, a warning message will appear to remind the user to check: if the spot size inserted on the handpiece corresponds to the program settings. If the people in the room are wearing the protective goggles. The handpiece positioning on the skin, which must be perfectly perpendicular. Hence these warnings should reduce the risk for user error and also eliminate the injury to patient. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. Lumenis tried several times to achieve more information from the customer, but was not succeed. According to the information received, tips communication error was found on a system that was resolved by updating the software to the most current version(ver. #44). Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. Because of the lack of information(no incident form received), lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a few patients who sustained burn following treatment by splendor x device during using low settings. Also explained that the tips were not recognized by the system.